Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had damaged keyboard support structure and all display lights were flashing. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction in the motors of the two internal towers, faulty front panel, wear of the xenon lamp, faulty connection socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction in the motors of the two internal towers, faulty front panel, wear of the xenon lamp and faulty connection socket. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.